Manufacturer narrative:
Concomitant medical devices: product ID: 8703w, lot#: l81765, implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 182.3 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient went to the ER (emergency room) due to the pump coming out of the skin. Per the reporter, the patient had had pumps for a long time, and it was believed that the tissue in the pocket was not as strong. During the procedure, they were not able to aspirate from the cap (catheter access port). The surgeon decided to remove the pump segment of the catheter and placed the new pump on the other side of the abdomen. No further complications have been reported as a result of this event.